Manufacturer narrative:
(B)(4).

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0972, awareness date 29-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. It was reported that since insertion she experienced pain daily and that she tried to kill herself because she felt like a failure for not being able to be the mom that she was before essure. It was also reported that she hurt so much after sex. Product technical complaint (ptc) investigation result received on 09-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 02-nov-2015 from consumer's husband: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-2014-n-0736-2400). This case was upgraded to incident. The consumer began having complications with swelling and just general pain. It kept getting worse until she could no longer work and could no longer help with the children. The husband stated they have not been able to be intimate for a few years. On (B)(6) 2015, the consumer had a hysterectomy at the age of (B)(6). Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and tried to kill herself. Since insertion she had pain daily, and underwent a hysterectomy 4 years after essure insertion. Both events were considered serious due to medical importance. Event tried to kill herself, seen as suicide attempt, is unlisted in the reference safety information for essure; pain daily, seen as pelvic pain, is listed. Some depressive feelings and "emocional" disturbances regarding the definitive contraception with essure have been reported, however neither major depression, nor suicidal attempts are expected. Thus, causal relationship between suicide attempt and essure use is very unlikely. After essure insertion pelvic pain may occur. Given the nature of the event pain daily and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was initially regarded as non-incident, and upon receipt of further information stating that a hysterectomy was performed the case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow-up will be actively pursued, since this case was identified during health authority website monitoring.